Event description:
Caller reported that a pump malfunction occurred, specifically noted as malfunction 199 in the tandem source system. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer attempted to reset the pump but encountered difficulties with the wake button, leading technical support to provide instructions and eventually proceed with a pump replacement.